Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen then lost power. The patient's blood glucose level was 550 mg/dl at the time of the call. The customer was treated with manual injections. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer is going to try new batteries and call back to finish troubleshooting.